Event description:
It was reported that the patient complained of being lightheaded. It was noted that there was a right ventricular lead warning for high bipolar impedance. There was also loss of bipolar capture and there was oversensing in the bipolar mode. The lead was programmed to unipolar and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.